Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high pacing lead impedance with no capture at maximum output was observed. The low voltage portion of the lead was capped while the high voltage portion of the lead remained active. A new low voltage lead was implanted. The patient was stable.